Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the sensor was broken. The customer's blood glucose level was 140mg/dl. The customer also stated that the needle was hard to remove from the body. Customer was advised to declined the troubleshooting for the sensor and revert to the back up plan. The sensor will be returned for the analysis.

Manufacturer narrative:
(B)(4).

Event description:
Adverse event has been updated to malfunction.